Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified IV tubing the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: we unfortunately have continued to have IV tubing disconnect events in our system.

Event description:
It was reported while using unspecified IV tubing the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: we unfortunately have continued to have IV tubing disconnect events in our system.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of spike disconnections could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.